Event description:
On 3/15/2023, it was reported by a sales representative via email that an ar-1288btbib-fc3 btb ib tightrope with a flipcutter iii drill was missing the ar-1588btb-ib internalbrace from the kit. Instead, it contained an ar-1288rtt-fc3fibertag tightrope with flipcutter iii, lot number 14688120. This was discovered upon opening the package during an aclr procedure on (B)(6) 2023. The case was completed with another ar-1288btbib-fc3 btb ib tightrope with a flipcutter iii drill.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed. Visual inspection identified that ar-1288btbib-fc3 rev 3 is missing component c20983-01 rev 2, from the box per bom. The component found in the box is from ar-1288rtt-fc3 rev 4, component c19805-01 rev 1. The cause of the reported failure is an internal manufacturing issue.